Event description:
It was reported that the patient's pod cannula was dislodged from the infusion site (abdomen), and the adhesive was completely separated from the skin. The patient's blood glucose level rose greater than 250 mg/dl while wearing the pod for between 4 and 24 hours. No treatment information was provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.locked down smartphone: phone_control_iosomnipod software app version: 2.2.1operating system: 26.5hardware: iphone18.4cgm sensor type: data not availableplease note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.